Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 324 mg/dl. A bolus was delivered and a temporary rate of 105% was set to address bg. A system check was performed and air bubbles were observed within the infusion set tubing. Customer changed the infusion set supplies to address the issue and resume insulin delivery.